Manufacturer narrative:
Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient experienced visual disturbances secondary to iris transillumination defects following the implantation of a light adjustable lens (lal) on (B)(6) 2025. On (B)(6) 2025, the lens was moved into the sulcus in order to reduce the visual disturbances. One day later, the lens was observed to be dislocated. The lens was explanted on (B)(6) 2025.